Manufacturer narrative:
Unit received with blank solid white display due to cracked lcd glass. Unable to verify back light anomaly due to blank display. (B)(4).

Event description:
The customers spouse reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 201 mg/dl. The customer reported that the insulin pump display was flashing white. The troubleshooting was performed and was advised to insert a new battery and display did return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.